Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure the surgeon started firing the device and a cracking sound was heard. He could not squeeze the handle and could not fire the device. The pusher of the knife was bent and it came out of the cartridge. The surgeon could fire the device to the distal end, however could not return the knife to the initial position. The surgeon indicated that the issue might have been due to the tissue of lung might being thick. The procedure was completed with another device. Nothing fell into the patient's cavity and device was removed from the tissue by force but no tissue damage was caused. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of internal components on the first instrument revealed sheared teeth on the firing rack. The visual inspection and functional evaluation of the second device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.